Event description:
In 2005, after pre-dilating the target lesion, the taxus express2 3.0 x 24 mm drug eluting stent was attempted to be passed through the guide catheter but was unsuccessful. Upon withdrawal, the shaft was noted to be bent. There were no reported patient complications. Product analysis found the shaft was broken.